Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (company representative should be deselected from initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is confirmed that the instrument channel output clogged and foreign material in the nozzle. The foreign material residue point was confirmed to be free from deformation. A definitive root cause for the malfunction could not be determined. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes performed on the air/water nozzle, where no obvious deviations from instructions for use (IFU) were identified. However, deviations from the reprocessing steps performed on the instrument channel were unknown, as the customer did not respond whether they had immersed the endoscope in the detergent solution. The instructions for use states the detection methods associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ and the prevention methods in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited blockage in the forceps channel. The issue occurred during inspection for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited blockage in the forceps channel and foreign objects within the nozzle. It is unknown when the issue was found. There were no reports of patient involvement.